Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead separated from the insulation and the terminal end of lead when pulling it out of the header. No additional adverse patient effects were reported.